Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was provided with complete pump reset information and was advised to reset the pump when ready, with a plan to follow up if the issue persists.